Event description:
Patient was new post-op, new IV fluids hung on alaris pump, no leaks or drips detected. Alaris infusion pump began alarming, it was noted the air was in the line directly after the infusion chamber. When opened the chamber was noted to be wet. Tubing appeared to be split or cracked in soft infusion area. Tubing was saved to be investigated.